Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an 66mm abdominal aortic aneurysm. It was reported during the index procedure the patient became hypotensive after groin perc access closure was completed. Wire access was achieved, and a run showed extravasation of dye from the left limb. It was reported that this was not initially recognised during the final angio run but was apparent when the angio was repeated. The physician relined the left limb with an additional endurant 16mm limb with sealing achieved per the physician the cause of the event was anatomy related due to calcification. It was reported that the it is probable that ballooning of the stent graft ruptured a calcium plaque that likely tore the fabric of the stent graft. No additional clinical sequelae were reported and the patient is fine.